Manufacturer narrative:
The customer's report was observed and attributed to a fractured solder on a transformer on the pace/defib engine board. The pace/defib engine board was replaced to remedy the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "defib fault 76" and "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.